Manufacturer narrative:
H3,h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The log files and screenshots provided were reviewed by the s+n software team. There were no errors or software-related issues found within the log files or screenshots that led to the reported issue. The software team noted that the point collection was not followed as required by the cori user manual. A review of the cori user manual, 1000245340 revb, shows a step in the workflow under "performing total knee arthroplasty (tka): registering patient anatomy" that instructs the user to ¿1. Begin collecting the anterior and articular surfaces of the bone using the blue registration regions as guidance.¿, followed later by ¿3. Flex the leg to map the posterior portion¿. From the logs reviewed, the anterior region was collected last - this has the potential to lead to the reported issue. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation or log file review, factors contributing to the reported symptom may have been associated with issue during point collection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted procedure, while planning the coriograph case, the femur was planned 1 click away from notching. However doctor commented that the anterior cut would notch when he placed the 4 in 1 cut block, this was smoothed out with a saw. Resected tibia was measured with calipers and compared to the cori plan. The tibia cut was navigated to be 1mm lower than plan: planned medial ¿ 10mm, caliper measured medial ¿ 12.5mm, planned lateral ¿ 6mm, caliper measured lateral ¿ 8.5mm. The procedure was resumed, after a non-significant delay, with the same device. Patient was not harmed as consequence of this problem.